Event description:
About nine months ago, original surgery for placement of amt gastro-jejunal tube. Lot # 15061457. Chart reviewed: about five months ago, mother left a message that -- has pulled out his gj tube. The next day, physician procedural note: "he had dislodgement of the tube this week necessitating need for this elective procedure." Balloon leaking. Replace with amt g-jet 16 fr. 1.7 cm 30 cm , lot# 15070473, exp 5/2018.